Manufacturer narrative:
Additional mdrs associates with this article: 3025141-2019-00013: case 2.

Event description:
After implantation of an acutrak screw, there was non union of the fracture. Additionally, the patient exhibited avascular necrosis. A four corner fusion revision surgery was performed after 5 months after original surgery. From: comparison of headless screws used in the treatment of proximal nonunion of scaphoid bone. Arel gereli, ufuk nalbantoglu, ismail ugur sener, baris kocaoglu, metin turkmen. International orthopaedics (sicot). (2011) 35: 1031-1035.